Event description:
It was reported that one infusor elastomeric device was observed leaking into the overpouch it arrived in. This event was noted upon arrival of the device to the facility. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review has been conducted for lot 12m043, which revealed product met all of the acceptance criteria for release. A follow up report will be filed when relevant additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.